Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set there was poor sleeve function and blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was treated for hiv in our hospital on (B)(6) 2023. He used a blood collection device to collect blood. The sleeve of the connection head of the collection was inelastic, and the blood flowed into the hands of the nurse when the tube was changed.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained push button winged sets were visually checked and no defects were found. The same 10 retained push button winged sets from indicated lot number were taken at random and used to draw a tube with water. No leakage observed all 10 sleeves recovered as expected. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.gation summary: h3 other text : see h.10.